Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) injection of vancomycin (1g, stat, then continue every fifth day, duration not reported) and ip ceftazidime (1 g per exchange, duration not reported). At the time of this report the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.